Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information received indicated that the pocket site was moved up a few inches and the patient was doing well after the revision procedure.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Correction to the initial MDR.